Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v063929, implanted: (B)(6) 2007, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n427037, implanted: (B)(6) 2014, product type: adapter. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v063929, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# nhu163830v, implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was probably device related. At a prior visit, the patient¿s settings were changed to interleaved prior to the onset of their symptoms. After stopping interleaving, the patient had no further episodes. X-rays were done and they were normal. The patient did not have a loss of therapeutic effect or stimulation. The patient¿s symptoms were not as well controlled after reprogramming. The patient did have a 50 percent or greater symptom reduction and they had recovered without permanent impairment.

Event description:
Additional information received reported the patient's appointment was rescheduled for (B)(6) 2014.

Event description:
It was reported that the patient sometimes felt that the area over the device became warm. Other people in her household had touched the skin over the implant site and agreed there was a feeling of warmth. The warm sensation had not occurred during recharging and occurred with the implantable neurostimulator (ins) turned on or off. The warm feeling would occur for about 10 minutes and then the patient felt shocking and then the feeling went away. This happened intermittently and the problem had started about a month prior to the date of this report. The healthcare professional did not believe infection was present and impedances were within normal range even when the ins was palpated and when the patient was in different positions. The patient had been sent for x-rays on the date of this report. Patient¿s therapy was good. The patient was doing fine and x-rays showed everything looked normal. The patient was turned off and zeroed out on the voltage to see if the shocking would go away. The patient was going to return two weeks after the date of this report. When stimulation was on the patient had a greater than 50% reduction in tremor. No outcome or interventions were provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-21154.